Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor would not complete testing. Upon evaluation, the q12 and q13 insulated-gate bipolar transistors (igbts) had shorted causing high voltage to deviate to low voltage circuitry, damaging multiple components on the defibrillator and computer / analog (ca) boards. The cause of the test failure is the damaged components. The cause of the damaged components is the high voltage deviation. The cause of the high voltage deviation is the shorted transistors. Root cause investigation into igbt failures is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.